Event description:
It was reported that the burr became stuck in the lesion. The target lesion was locate in the left anterior descending artery. A1.25 mm rotalink plus was selected for use. During the procedure, when the rotablator was tried to pass through the target lesion, it was noted that the burr popped in the lesion and became stuck momentarily. Consequently, the physician was able to finally manipulate the burr after a minute or so and was able to get it back out. The procedure was completed using the same device. No patient complications were reported and patient's post-procedure was fine and the prognosis was excellent.